Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please describe how the adhesive was applied on the tape - the incision was wiped down with water, and dried. Stratafix suture was used to close the subq. The surgeon typically uses 2 prineo with knee flexed. What prep was used prior to product application? Unknown , but there has been no changes. What date did the reaction occur on? 10-14 days. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify ¿ some patients were referred to dermatology. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported that a female patient underwent a knee surgery on (B)(6) 2017 and topical skin adhesive was used. The patient developed dermatitis. On (B)(6) 2017 the rn was called about drainage, then on (B)(6) 2017 the patient presented with drainage from the incision. On (B)(6) 2017 the patient went to emergency department. On (B)(6) 2017 the patient presented in office with blistering. The patient was told to put bacitracin on the blistering. Then on (B)(6) 2017 the patient blisters were treated with keflex. On (B)(6) 2017 the patient was still seeing the doctor. Additional information was requested.